Event description:
The reporter contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently unresponsive for a few weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012. Correction: checked the device available for evaluation check box for returned to manufacturer and added the returned to manufacturer date (B)(4) 2012; device evaluated by MFR -yes box checked.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the down arrow and contrast buttons were found to be intermittently responsive and contamination was found under the down and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.